Event description:
It was reported that the user experienced persistent high glucose last recorded at 401 mg/dl and suspected an issue with insulin delivery after a cartridge change when drops were not initially observed; following troubleshooting, a dry run was successful, alarm history showed no alerts, and insulin drops were later observed after reinserting current supplies, with the user having administered both long-acting and rapid-acting subcutaneous insulin and planning to resume the ilet with new supplies. Investigation of this case revealed no findings available, with insufficient information to confirm a device problem or identify a specific component. Symptoms include nausea associated with hyperglycemia. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.